Manufacturer narrative:
The used guidewire has been returned and has been forwarded to our supplier for their device analysis. Upon obtaining the results of their investigation, a f/u medwatch will be submitted.

Event description:
As reported on end user medwatch, "access to femoral artery was gained after several passes, but good return of blood flow was obtained. The wire was advanced through the catheter. Very minimal resistance was felt..to wire advancement and fluoroscope revealed the wire to be clearly endoluminal within the iliac artery. It could be noted, however, that there was a distinct bend in the wire about 10-20cm from its tip. It was noted that in cannulating the subclavian artery that the wire prolapsed back upon itself. The appearance was not of a distinct break." The used device is being returned for eval.